Manufacturer narrative:
Visual examination: the product was returned in two separate pieces: the tip plus a marker band and a proximal segment with the remainder of the catheter length. The distal segment of the balloon exhibited a 360 degree circumferentially and axially-directed tear, between the marker band. The distal balloon segment was not turned inside out. The inner body of the distal segment exhibited bend/kink-type spots, an elongated condition, an accordioned area, and a fractured area. A damaged condition in the distal balloon was noted near the circumferentially-directed tear edge. The proximal balloon segment with the remaining catheter length had no marker band. The tack seal of the product was found to be normal in appearance, with no visual deviations. The inner body (proximal segment) just distal to the tack seal was noted to be fractured; also, damage in the proximal balloon segment near the circumferentially-directed tear edge was noted. The csi used in the actual clinical procedure was not returned for evaluation. Microscopic examination: light optical examination on the inner body length within the balloon and the external surface of the marker band revealed no anomalies. Also, examination of the balloon material revealed no anomalies. Further evaluation using scanning electron microscopy (sem) revealed evidence of slight external surface abrasions near and intersecting the axially-directed tear, which migh have initiated the tear edge. An axial rupture is considered an acceptable failure mode when the balloon is pressurized in excess of the rated burst pressure. There was no evidence of external surface abrasions in the balloon material near, adjacent to, or intersecting the circumferentially-directed tear. The inner body was noted to be severely damaged. Although the exact cause of the balloon burst could not be determined, the tearing of the balloon material and the elongated inner body indicate that it is the result of tensile overload during the procedure, subsequently fracturing the tip. The damage to the product does not appear to be related to the MFR of the device.

Event description:
Balloon burst radially at an inflation pressure of 10 atms. Upon removal from the sheath, the tip segment fractured.